Manufacturer narrative:
According to the medical device reporting for manufacturers guidance for industry and food and drug administration staff issued on november 8, 2016 section 2.6 of this guidance referring to 21 cfr 803 states, "if you determine that an event is solely the result of user error with no other performance issue, and there has been no device-related death or serious injury, you are not required to submit an MDR report.." Serious injury means an injury or illness that : is life-threatening, results in permanent impairment of a body function or permanent damage to a body structure, or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. However, we cannot determine if the patient healed or sought secondary care (i.e. Incurred a serious injury or not) due to not returning to the dental office this allegation of harm occurred at. The gluma was applied without the use of a rubber dam, which is recommended in the instructions for use. We are reporting out of an abundance of caution. A dental hygienist (not dentist) applied gluma desensitizer too much. Gluma dropped on the patient's gum. The dentist didn't know how to apply gluma desensitizer appropriately and didn't use a rubber dam, though he was using this product for 10 years. Treatment: probably resolution of the symptom will be noted within two to three weeks. The patient would never come back to the dental clinic, because she got mad at the dentist. Due to the patient not returning, a follow up could not be made.

Event description:
Inflammation and bleeding of the gingiva after gluma was applied without the use of a rubber dam.